Manufacturer narrative:
(B)(4). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty (pta) of the external iliac artery, it was reported that the 7mmx4cm 80 powerflex pro pta balloon was delivered to the lesion for post-dilatation and was inflated but ruptured at 10 atmospheres (atm) at initial dilatation. Therefore, it was removed from the patient and exchanged for another 7mmx2cm powerflex pro balloon. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The lesion was mildly calcified and tortuous. The rate of stenosis was 90%. After pre-dilatation was conducted with a 5mmx4cm powerflex pro balloon and 8mmx8cm smart stent was placed, the powerflex pro balloon was delivered to the lesion for post- dilatation and was inflated. However, it ruptured at 10 atm during its initial dilatation.

Manufacturer narrative:
Addendum (10-aug-2015): additional information was provided by the affiliate. The device was stored, inspected, and handled according to the IFU guidelines. There were no anomalies noted during the prep of the device and there was also no damage observed on the product box, pouch, hoop, or balloon sleeve. It is unknown if there was difficulty encountered removing the balloon cover. There were no kinks noted to the device prior to, during, or after use. It is unknown if the guidewire was kept hydrated at all times. It is also unknown if there was difficulty advancing the device and guide wire to the target lesion. The device was inserted into the patient one time. It is unknown if the device was easily removed from the patient and if force was required when utilizing the device, but the device was removed in one piece from the patient. The device did not separate or break into two or more pieces at any time during the case. It is also unknown if the patient experienced any complications as a result of the failure with this device. Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of the external iliac artery, it was reported that the 7mm x 4cm 80 powerflex pro pta balloon catheter (bc) was delivered to the lesion for post-dilatation and was inflated but ruptured at 10 atmospheres (atm) at initial dilatation. Therefore, it was removed from the patient and exchanged for another 7mm x 2cm powerflex pro balloon. The procedure was finished successfully. There was no patient injury reported. The patient¿s information was unknown. The lesion was mildly calcified and tortuous. The rate of stenosis was 90%. After pre-dilatation was conducted with a 5mm x 4cm powerflex pro balloon and 8mm x 8cm smart stent was placed, the powerflex pro balloon was delivered to the lesion for post- dilatation and was inflated. However, it ruptured at 10 atm during its initial dilatation. Additional information was provided by the affiliate. The device was stored, inspected, and handled according to the IFU guidelines. There were no anomalies noted during the prep of the device and there was also no damage observed on the product box, pouch, hoop, or balloon sleeve. It is unknown if there was difficulty encountered removing the balloon cover. There were no kinks noted to the device prior to, during, or after use. It is unknown if the guidewire was kept hydrated at all times. It is also unknown if there was difficulty advancing the device and guide wire to the target lesion. The device was inserted into the patient one time. It is unknown if the device was easily removed from the patient and if force was required when utilizing the device, but the device was removed in one piece from the patient. The device did not separate or break into two or more pieces at any time during the case. It is also unknown if the patient experienced any complications as a result of the failure with this device. The product was not returned for analysis. A device history record (DHR) review of lot 17151461 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of mild calcification, tortuosity and a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Review of lot 17151461 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.